Event description:
The following is based on medical records provided by the pt: (B)(6) 2011 - pt underwent repair of direct inguinal hernia with implant of perfix plug. On (B)(6) 2012 - pt developed inguinal nerve ischemia and fibrosis and underwent triple neurectomy and re-implantation of the inguinal nerves. Md noted the perfix plug was intact, and that there was a new hernia "likely the result of the previous dissection." The medial portion of the perfix plug is partially explanted. The inguinal floor is repaired attaching the perfix plug mesh to cooper's ligament. The recurrent right inguinal hernia is repaired with implant of a non-bard mesh.

Manufacturer narrative:
Based on the info provided, no definitive conclusions can be made. The pt was involved in a motor vehicle accident, and four months later underwent repair of an inguinal hernia. Eight months after implant of perfix plug, she underwent another procedure because she had developed nerve ischemia and fibrosis, and the perfix plug was partially explanted. A review of the mfg records was performed and there was no evidence of a mfg related cause for the reported event. There is no indication of the perfix plug being defective or contributing in any way. Additionally, no product has been returned for eval. If any additional info is obtained, a f/u MDR will be submitted.